Event description:
Family member reported customer being hosptialized due to dka. Family member was not with customer at time of call. Explained continuation of therapy replacement policy and family member agreed. Advised of hippa regulations and that it was necessary for customer for customer to contact customer service directly to give ok to troubleshoot.